Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the clinic, the patient experienced pain and dizziness post-operative and was administered an oral steroid. The implant remains in-situ.